Manufacturer narrative:
The report was created to capture the event of death received from the article:ma et al. Mechanical thrombectomy with solitaire stent for acute internal carotid artery occlusion without atherosclerotic stenosis: dissection or cardiogenic thromboembolism. European review for medical and pharmacological sciences, 2014; 18:1324-1332. The lot history record review was not possible since the lot number was not reported. The device involved in the event most likely will not be returned for evaluation as this was a retrospective review. (B)(4).

Event description:
Information received from the article: ma et al. Mechanical thrombectomy with solitaire stent for acute internal carotid artery occlusion without atherosclerotic stenosis: dissection or cardiogenic thromboembolism. European review for medical and pharmacological sciences, 2014; 18:1324-1332. Medtronic (covidien) received information regarding a manufactured product and adverse events around it. Seven patients (mean age 56, 4 males) were treated with solitaire. The data was retrospectively reviewed. A patient presented with an acute ica (internal carotid artery) occlusion which the author attributed to cardiogenic thromboembolism because he presented with occlusion extending from the terminus of the ica to the initial part of the mca (middle cerebral artery). Three days post procedure, the patient expired and it was attributed to aggravation of diffuse brain swelling without iph (intraparenchymal hemorrhage) and whose relatives refused decompressive craniectomy. The article was aimed to find useful evidence to judge the condition of patients with accuracy and establish reasonable treatment protocols. It concludes that mechanical thrombectomy in acute stroke due to ica/mca occlusion is feasible and safe, with high rates of recanalization and favorable functional outcomes. Information received from the same article as MDR# 2029214-2015-00178.